Event description:
Boston scientific received information that the patient implanted with this pacemaker had been lost to follow-up. It was reported the patient was admitted to the hospital and the device required reprogramming. The patient also reported the area around their device was sore. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without additional complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.